Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was intermittently depleting quickly, causing the pump to shut off. The customer experienced an elevated blood glucose (bg) level (522-523 mgdl). An insulin injection was administered to address bg. The customer continued to use the pump for insulin therapy.